Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy set was leaking from the vented spike valve. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).. The device was received for evaluation. Visual inspection was performed, and no issue was detected on the spike. Flow testing using gravity was performed, and the liquid flowed correctly through the tubing. Underwater leak testing was performed, and no leak was detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.